Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety shield activation failed it was reported by the customer that when inserting the IV the flash was achieved and attempt to slide IV catheter was initiated. Nurse noticed a load crack and the IV catheter would no longer advance. IV was removed from patient, gauze placed over vein that was bleeding. Upon inspection the catheter was intact and so was needle of the IV set however safety lock did not engage properly leaving needled fully exposed. This also kept the IV catheter from fully advancing as it became stuck on the needle itself. Verbatim: 22 gauge IV was used for patient. When inserting the IV the flash was achieved and attempt to slide IV catheter was initiated. Nurse noticed a load crack and the IV catheter would no longer advance. IV was removed from patient, gauze placed over vein that was bleeding. Upon inspection the catheter was intact and so was needle of the IV set however safety lock did not engage properly leaving needled fully exposed. This also kept the IV catheter from fully advancing as it became stuck on the needle itself. Additional information received on 05jun2025 1. Can you please provide an exact date of event in mm-dd-yyyy format? 05-29-2025 2. What was the impact to the patient? No impact to a patient. 3. Any adverse event or serious injury reported to patient or healthcare professional? No injury noted. Sers was placed for awareness of the issue and potential harm it could have caused if the caregiver was poked without the safety properly activating.